Event description:
Nurse reported the pt was found deceased on (B)(6) 2012 due to ketoacidosis per autopsy results (blood glucose value unk). Nurse stated the pt had been feeling ill at work on (B)(6) 2012. Nurse had possession of the infusion device and could see the insulin cartridge was empty but she does not know if the cartridge was empty when the pt was found. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.